Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6( investigation findings, investigation conclusions), h11. Corrected fields: d4-unique identifier (UDI)#. A getinge field service engineer (fse) evaluated the unit and replaced the rtc (mca000000108) on the executive processor board. Dust removal from inside the equipment performed. Operation confirmed to be good. After each operation, we checked the operation based on the regular inspection record sheet and confirmed that it is currently in good working order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a date and time discrepancy. There was no patient harm reported.

Event description:
It was reported that during routine inspection by the customer, the cardiosave intra-aortic balloon pump (iabp) had a date and time discrepancy. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) user inspection in progress .getinge field service engineer (fse) parts were replaced due to the complaint that the date and time display is out of sync. Replaced the rtc on the executive processor board there was no patient involved.